Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by physician via website that device was obstructed by iris, vitreous, lens, fibrous overgrowth, fibrin, or blood. The collar of device was visible at iris root with obliteration of lumen by fibrovascular tissue.

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint and no sample was returned. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because sufficient clinical data was not received, no sample was returned, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. There are 5 related complaints. The manufacturer internal reference number is: (B)(4).